Manufacturer narrative:
H2: additional information: it was determined there was an accidental radiation occurrence due to system terminating spin. No defect in an electronic product or failure was discovered. The investigation concluded that the issue was due to hardware. Service was performed to the imaging system to resolve. Estimated 3d dose absorbed (patient): 12.66 msv number of people exposed: there were 4 staff in the room when the 2d images where taken. 0 staff in the room when the 3d images where attempted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used intraoperatively in a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to take an 3d images when using the imaging system. The site had noted that when taking a 3d image the light on the mobile viewing station (mvs) is green (flashes) like its going to take a spin and then turns yellow and then stops the spin. The site was able to take 2d images with no issue. The site had aborted using the imaging system and went free hand for the rest of the case as they had tried to get a navigated spin. They rebooted the system, but that didn't resolve the issue. There was no reported harm to the patient present, and there was less than one hour delay.

Manufacturer narrative:
H2: d11 continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: rev. 1 : s/n (B)(6). H3: the cable was returned and it was noted that when they performed the motor isolation test, it failed. Isolation test showed signal wires were shorted. Visual inspection shows the belt was loose on the returned assembly. H6 10,120,4307 are associated with part return and analysis completed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The belt was found to be worn and some screws were found to be stripped. The parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: its noted that there is damaged to the outside covers that were noted on the o2 as well as the system is unable to take a spin as when the system reaches the top of gantry movement they hear a loud pop/system is unable to complete the spin. Rep believes that there may be something stuck internally that is holding the system from taking a spin. System also noted to have a hard time opening and closing.